Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 99% stenosed lesion was located in a calcified and moderately tortuous lesion left below the knee artery. The es otw 2.5mm x 20mm x 143cm balloon catheter was inflated to six atmospheres for five seconds and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(6). (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).